Event description:
Caller reported pt experienced low blood glucose (33 mg/dl). Caller indicated that she discovered the device was programmed and delivered 2 boluses that pt stated she did not program. Caller indicated that the clock on the device was not set correctly. Caller indicated that no medical assistance was needed to address this issue. Caller indicated that pt drank sugar water and ate to raise blood glucose level.